Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed pump error and had a power loss alarm. The customer¿s blood glucose was 152 mg/dl at the time of incident. Customer stated that the insulin pump power error and was able to rewind the insulin pump. Customer was advised that the insulin pump needs immediate replacement due to pump error alarm. Customer also reported to have experienced an unexpected power loss. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
Pump passed the self test and displacement test. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number (B)(4) and file ID (B)(4). Unable to determine the root cause. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarms noted during testing or in the pump trace download. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
Hold - mth 4.17.18.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.